Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a borderline annular size between 29 mm and 34 mm, the 29 mm valve deployment was attempted but the valve appeared undersized. The valve was recaptured into the delivery catheter system (dcs). The patient became hypotensive and required vasopressor support. Subsequently, the valve and dcs were withdrawn from the patient. A 34 mm valve was successfully deployed, and the hypotension resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1, d1, d4, h4 this report was identified as a duplicate. Please reference regulatory report number 2025587-2024-05206 for information pertaining to this event. Going forward, any new reportable information will be submitted within regulatory report number 2025587-2024-05206. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.